Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a red screen. This indicated there was an alarm event that pauses the delivery of the pump until the error is addressed. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device had a red screen. There was no relevant service history within last twelve months. Unable to review event log due to error code. On power up device immediately alarms error code 45639. The printed wire assembly (pwa) board is defective. Replaced pwa board and all components within. Upon further investigation, the downstream occlusion (dso) sensor reading is above 400mv without applied pressure and fails to calibrate. Replaced defective dso sensor. Device passed all testing criteria post repair.